Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was not reported. It was reported that the patient was hospitalized via emergency room (ER) for the event on the same day as the onset. Treatment for the event was not reported. At the time of this report, the patient was recovering from the peritonitis event. Action taken with physioneal therapy was not reported. However, extraneal therapies were ongoing. No additional information is available.